Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at the quick release event on 05-feb-2026. The infusion set was in use for four days. No further information available.